Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2019-01414; reference MFR. Report# 1627487-2019-01415.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 3: reference MFR. Report# 1627487-2019-01414, reference MFR. Report# 1627487-2019-01415. It was reported the patient experienced ineffective stimulation. In turn, the patient underwent surgical intervention wherein the scs system was explanted.